Event description:
Ous MDR. After an implantation time of about 24 months, it was reported to us that vf detections and associated charge processes occurred due to oversensing. The ICD and the lead were explanted. Linox sd 65/18, MDR 1028232-2008-01709.

Manufacturer narrative:
Ous MDR - the ICD underwent a status interrogation, which indicated the device status as mol 1 after an implantation time of 24 months. The shock table documents 26 charge processes. Connection system of the defibrillator was mechanically examined. Screws of the shock and pace outputs were normal. Leads that had been inserted in a test could be contacted with easy passage, low ohm values, and reliably. The drill-hole dimensions were all within the dimensions defined by the is-1 and the df-1 standards, respectively. There was no material defect or manufacturing error. The memory content of the ICD was checked; interference was visible simultaneously in the v channel and in the ff channel in the recorded iegms. In response, the signal perception of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals free of interference. Next, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. Fibrillation signal was fed in, and the device reacted according to specification with a defibrillation shock. Specified energy level was reached. Charge time was unremarkable. The analysis did not indicate a material defect or manufacturing error. ICD proved to be fully functional.